Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
It was reported that there was an insert exchange. Took out the ps and converted to a ts for additional stability.

Manufacturer narrative:
(B)(6). An event regarding instability involving a triathlon insert was reported. The event was confirmed. An implant sheet and op notes were returned. A consulting clinician indicated the information is insufficient for review. Device history review indicates the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicates there have been no similar events for the reported lot ID. The exact cause of the event could not be determined because further information such as return of the reported device, pre- and post-operative x-rays, patient history, follow-up notes and pathology reports are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that there was an insert exchange. Took out the ps and converted to a ts for additional stability.